Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: unexpected suture location. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the device was inserted into the body, suture could been seen coming out of a needle port. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.